Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, the patient was being treated for a gastric ulcer; the ulcer was reportedly bleeding very little. They were injecting epinephrine and planning on applying cautery as a prophylactic measure. However, the needle would not retract back into the sheath, after the injection. Therefore, they were unable to apply cautery. They removed the device from the scope without damaging the scope. Once the device was removed from the scope, they were able to retract the needle. A second injection gold probe was used to apply cautery, and the procedure was completed without any patient complications. At the conclusion of the procedure, the patient's condition was reported to be fine.